Event description:
Dealer states the unit shuts off with no lights.

Manufacturer narrative:
The product was returned for evaluation. The results of the return evaluation = not able to duplicate issue.